Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went to the emergency room. It was observed that the right ventricular (rv) lead exhibited and elevated sensing integrity counter (sic) level. The rv lead remains in use. No further patient complications have been reported as a result of this event.